Manufacturer narrative:
Device analysis report attached. This report is submitted on march 16, 2024.

Event description:
Per the clinic, the patient experienced infection at the implant site (specific date not reported). The patient was hospitalized overnight and was treated with IV antibiotics (specific date not reported). Subsequently, the device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with another cochlear device as of the date of this report.